Event description:
Reportable based on analysis completed on 19-dec-2014. It was reported that crossing difficulties were encountered.  The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 3.50mm taxus¿ liberté stent was advanced but was unable to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the returned device identified no kinks or damage along the shaft. An examination of the crimped stent found that the distal edge of the stent was bunched up. This type of damage is consistent with the distal edge of the stent being pushed through a tight resistance. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).